Event description:
It was reported that the pump touchscreen was unresponsive and unreadable. Reportedly, the screen had missing pixels that blocked the graphics and text. The customer's blood glucose was 248 mg/dl. At the time of the report with tandem technical support the touch screen was responding to presses; therefore customer continued to use the pump for insulin therapy.